Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, and cracked reservoir tube lip. No moisture damage on electronic assembly.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 203 mg/dl. The customer stated that water had beem spilled on the insulin pump prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.